Manufacturer narrative:
B3. Reported event date is date article was originally published online. Serious adverse event not resulting in death for pipeline flex with shield device will be reported separately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Roy, j. M., musmar, b., koduri, s., baldari, a., sokol, z., amaravadi, c., karadimas, s., kozak, o., mackenzie, l., schmidt, r. F., ghosh, r., tjoumakaris, s. I., gooch, m. R., zarzour, h., rosenwasser, r. H., & jabbour, p. M. (2026). Flow diversion in patients with concurrent anticoagulation: multicenter experience and systematic review of literature. Operative neurosurgery (hagerstown, md.), 30(2), 242¿249. Https://doi.org/10.1227/ons.0000000000001660 serious adverse events reported in the article regarding patients treated with pipeline which did not result in death included: a 77-year-old female had a pipeline flex implanted to treat an ica ophthalmic segment ruptured saccular aneurysm that measured 4.9 x 6.7 x 5.8mm. It was noted that the patient required retreatment and had a pipeline vantage stent implanted.